Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml saline fill experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: when the indwelling needle was irrigated for the patient on (B)(6) 2019, the flush was opened and the flange were found to be damaged, which was replaced immediately without causing any harm to the patient.

Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. A possible root cause could be at the plunger rod labeler assembly process. A jam could have induced this damage and not been noticed during the packaging process but it is unsure since a sample was not received. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml saline fill experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: when the indwelling needle was irrigated for the patient on (B)(6) 2019, the flush was opened and the flange were found to be damaged, which was replaced immediately without causing any harm to the patient.